Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included a follow up report. (B)(4). Carefusion service technician was able to duplicate reported malfunction. Model lap top ventilator 1150 was displaying transducer faults upon initial power up. The ventilator was opened and visually inspected. The service technician found unknown liquid contaminate which was causing transducer faults. The service technician replaced the solenoid manifold and unit passed all testing.

Event description:
The customer reported model lap top ventilator 1150 is alarming transducer (xdcr) faults. No further information was provided by the customer regarding whether or not there was any patient involvement associated with this malfunction.